Manufacturer narrative:
(B)(4).

Event description:
An out of regulation (oor) occurred. There was an oor alarm on the clinician programmer (8840) and patient programmer (pp). High impedance measurements were found with the right side on c<(>&<)>11: 2136ohms, 2559ohms, 3538ohms, and 2183ohms. There were no out of range impedances on the left side. The left stn settings were: 2.4v, 120msec, 130 hz, 1819ohms, 1.322ma. The right stn settings were: 2.6v, 120msec, 130 hz, 1358ohms, 1.920ma. The electrodes were programmed bipolar and unipolar. The patient's brain structure was high and narrow. The narrowness moves some critical fibers pretty close to electrodes, so they had to limit electron flow this way. The limits were between -0.6- +0.6v, so this was pretty normal. The patient was seeing oor all the time during the last three weeks. The system has been implanted for about seven weeks. The first month was okay, but the patient reported the issue pretty soon after one month control visit. The patient was actively using the pp and reported that the oor was every time. Only exceptions were short periods after an 8840 programming session or if the patient turned it off as he was guided to do. The parameters were in normal limits. There was something uncommon, the electrodes had been verified to be good position, therefore, voltages around 2.5v was pretty high after one month. It seems that the patient was not getting that level of stimulation/power than what the voltage readings suggest. This feeling was right away after the operation before any oor messages. During programming the device has been turned off and then turned back to reset the oor software, however, the patient was a little bit scared that the system would not turn on anymore. The oor message has been seen almost all the time with the pp. The number of extension wraps were zero around the implantable neurostimulator (ins). Additional information has been requested to find out if any intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.